Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. The power board was replaced to solve the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device does not power on with ac or dc power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the replaced part at the product assessment center (pac) and determined that the root cause of the reported issue was protection diode package cr20 shorted.

Event description:
The customer contacted stryker to report that their device does not power on with ac or dc power. In this state the device may not be able to deliver defibrillation therapy, if needed.there was no report of patient use associated with the reported event.